Event description:
It was reported that customer experienced occlusion alarms, including Alarm 2 and Alarm 26, while using cartridge and infusion set. Customer¿s blood glucose (BG) level at time of event was 20 mmol/L. Customer gave a correction bolus through pump to resolve BG and did not require help from another person. Technical Support guided customer through disconnecting tubing, tightening connection, and delivering test boluses, but occlusion alarms continued, so customer was instructed to remove cartridge, inspect for damage, and load new cartridge with new supplies. There was no visible damage or debris reported, and customer was advised to replace supplies as needed and then resume insulin therapy.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.